Event description:
Per the physician, the patient was explanted due to behavior issues resulting in the patient not tolerating wearing the external equipment. The patient was explanted in 2009. Reimplantation is not planned at the time of this report.